Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed lv lead dislodgment. The lead was explanted and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in three pieces. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. S-curve height of the lead was measured within specification.